Event description:
It was reported that during the implant procedure, the low-voltage pacing lead could "hardly come out of the sheath." The physician replaced the delivery catheter four times, and the same resistance was encountered. The physician then utilized a different catheter and replaced the lead. No patient complications have been reported as a result of this event.